Event description:
It was reported the patient experienced a presyncopal episode. It was found the atrial lead threshold values had increased. It was also reported the patient was experiencing discomfort at the device implant site. The lead was capped and a new lead was implanted. The device was repositioned submuscularly and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).